Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; no anomaly noted. The valve was hydrated. The device passed programming, occlusion, leak, and reflux testing. The siphon guard was removed and tested. No failures were found. The valve was dried and pressure tested. The valve passed the test. Review of the history device records was not possible as the lot number is unknown. Based on the results of the evaluation, no device failure could be identified. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Spinal fluid was leaked from incision part. The incision part was reopened and the disconnection of lumbar catheter was confirmed. The valve was flushed but there was strong resistance felt and could not be flushed. The valve was flashed again, then flushing was possible to conduct though resistance was strong. Revision was scheduled on (B)(6) with new product